Event description:
It was reported that an interbody component had migrated post-operatively at the c3-4 level. The original interbody component was replaced with another interbody component during revision surgery.

Manufacturer narrative:
Interbody component (B)(4) (7mm) was replaced with interbody component (B)(4) (5mm). The initial reporter indicated the surgeon did not have a hypothesis as to the cause of the migration. Device not returned to MFR for eval. No eval could be performed. No conclusion can be drawn based on the info available to investigate.